Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/25/2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 430 mg/dl with extreme drowsiness and polydipsia associated with an insulin on board issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the insulin on board was set as expected, but was not calculating correctly into the bolus total. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: the pump was returned with insulin on board (iob) enabled with a 4.0 hour duration period. The bolus history revealed an 8.0 unit (u) normal bolus on (B)(6) 2016 04:39. The next recorded bolus was a 4.00u bolus 6 minutes later at 04:45; therefore iob in the pump was 8.0u units. A10u normal and a 10u audio bolus were performed and accurately reflected in the iob. Ezbg bolus and ezcarb boluses were then programmed with the bg above and below target. The pump adjusted the calculated the amount correctly. The total daily dose added up correctly and reflected the user¿s programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.